Event description:
Additional information received indicated that the device was explanted and returned. The explant date is unknown.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was hospitalized after receiving appropriate hv therapy for initial vt episodes; however, hv therapy for the most recent vt episode was inhibited as a result of the device indicating the presence of noise. External defibrillation was employed to convert the patient. Secure sense was programmed off. The patient continued to be monitored.

Manufacturer narrative:
The device was tested on the bench and no anomaly was found.